Event description:
It has been reported to philips that the system did not boot up successfully, it got stuck at 00:00. The device was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was not starting up due to defective host pc hard drive. Upon troubleshooting, philips engineer found that the host pc was unable to connect or find the hard drive and the customer attempted to reload system software but could not load it. To resolve the issue, rse instructed the biomed to replace the hard disk in stock and reload a ghost image to the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.